Manufacturer narrative:
N/a.

Event description:
The following has been reported: clinicians assisted by fresenius-kabi nurses experienced a cassette loading problem followed by tubing problem alarm despite multiple reloads and new tubing set used. The pump was pulled out service. A preliminary review of the logs identified the following issue: mechanical hardware failure (drive train). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for tubing set misloaded errors. The device was put through mock infusions and had the cassette removed and replaced several times, all occurred without error. The device was internally investigated and found no sign of physical damage, including around the set ID. The device was reverted to manufacturing mode to test the functionality of the set ID which also passed normally several times. Log file review confirms the set ID did experience a failure and as such will be replaced and all functional testing done.